Event description:
Voluntary medwatch received states a patient's right ventricle (rv) lead and atrial (ra) lead exhibited low pacing impedance and exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The ra lead and rv lead continued to exhibit noise, with oversensing on the ra lead. However, the rv lead did not exhibited oversensing. There were no patient consequences.